Event description:
It was reported that the customer had a broken belt clip. Customer's blood glucose level was 555 mg/dl. Customer treated with a pen. Customer stated that the little screw and back part came off the belt clip. Customer bent down and the clip with the pump fell out, which may have caused the belt clip to break. Belt clip will be replaced as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.